Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer visited her doctor, and was given antibiotics due to a site infection. The customer inserted the sensor on (B)(6) 2011. The customer reported that the site healed after taking antibiotics. Nothing further was reported.